Event description:
Retractable safety syringes problems in use, 2 reports. 1) using 3cc 1 1/2 inch 21 gauge im gluteal z-track injection of psychotropic decanoate, one nurse reporting splattering of blood following injection and on retraction. No exposure incident, but the blood splattered back with force away from the pt, maybe 2 feet. The z-track technique protocol was followed. Rptr is working with the MFR, using a video to further train staff on the use of their device. The MFR reported they can demonstrate this effect only when withdrawing the needle and pressing the safety mechanism at the same time. 2) several other reports using the retractable safety syringes, 3cc, 1 1/2 inch 21 gauge needles giving im decanoate injections. Again, no exposure incidents. Nursing staff reporting that the retraction mechanism meant to activate by pressure on the plunger following from a completed injection and before withdrawal of the needle from tissue. Does not always activate as the MFR suggests without slightly withdrawing from tissue. Again, working with the MFR to resolve. But, you can see the discrepancy. On the one hand rptr is not meant to withdraw the needle because of the potential for splash back of blood or retraction and on the other hand, the retraction mechanism often does not initiate operation until rptr withdraws slightly from the injection site. On last report, a nurse reported waiting over one minute with the retractable syringe in tissue and having activated the retraction mechanism and yet it did not retract. Nurse even moved the needle around in the tissue a bit to dislodge it and still no retraction with the mechanism activated. Only after slightly withdrawing the needle did the retraction work, and when it did the needle was "safed", but it had not fully retracted into the syringe. The reporting nurse was questioning the spring itself not working.